Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via email that when removing the tampon, the top tip of the tampon's cotton was pulling apart and unraveling. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that when removing the tampon, the top tip of the tampon's cotton was pulling apart and unraveling. No injury was reported.

Event description:
Consumer reported via email that when removing the tampon, the top tip of the tampon's cotton was pulling apart and unraveling. No injury was reported.

Manufacturer narrative:
On 22-apr-2020 product investigation results: there is insufficient information to perform a product investigation.